Event description:
It was reported that the patient had an advance sling system implanted and incontinence "was much better but then deteriorated." An ams800 artificial urinary sphincter device was implanted. There were no further patient complications reported as a result of this event.